Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) that displayed "high" on the continuous glucose monitor. Cause was not known. A correction bolus was delivered to address bg. Customer continued to use the pump for insulin therapy.